Event description:
The pump was returned for investigation. Investigation revealed contamination under all of the keypad button contacts. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: evaluation revealed that the keypad was intact; there was no visible damage. The up arrow, down arrow and ok button symbols were worn. During testing, the contrast button was intermittently unresponsive and required multiple button presses with increased force to elicit a response. The contrast button has no effect on the pump¿s insulin delivery function. The up arrow, down arrow and ok buttons responded appropriately. The keypad was removed and there was evidence of contamination found under all of the button contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.